Event description:
It was reported that the ventilator failed pre-use check. There was no patient¿involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model # were required. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The ventilator was investigated by our field service engineer on site and the expiratory channel printed circuit board (pcb) was determined defective and replaced. Once replaced the ventilator generated a technical error indicating the expiratory channel to be replaced. The expiratory channel (pcb) was replaced once again which solved the issue. No log files have been provided and the replaced parts have not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.